Event description:
Caller reported a malfunction on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with this task, as the malfunction code was resettable.